Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name), g2, h6 (medical device problem code).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. During an angiogram, the patient required an intra-aortic balloon (iab). The cardiologist encountered difficulty inserting the device due to scar tissue and was unable to advance the sheath. Upon removing it, a tear in the sheath was observed. A new insertion tray was opened, and the sheath and balloon were successfully placed without any issues, allowing therapy to begin. The patient experienced no harm or injury. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
During an angiogram the patient needed an iab. The cardiologist failed to insert the sheath due to scar tissue. On removal he noticed that there was a tear in the sheath. Another insertion tray was opened and the sheath and balloon was inserted without any complication and the therapy was initialized. There was no harm or injury to the patient.